Event description:
The sales rep, (B)(6), reported that the surgeon, mr. (B)(6), was using the mantis persuader to seat the rod into the screw. The sales rep added that during the procedure, the top of the screw where the blades fit in had snapped. The sales rep reported that the screw was removed from the patient and the patient did not suffer from any adverse consequences. The surgeon removed the screw and used a replacement to complete the surgery.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.